Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer was advised about the end of service status and opted to order a new speaker. No further conclusions can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Covidien received a report that the unit does not have volume even though the speaker is connected. No patient harm reported.